Event description:
The manufacturer received information from a third party service center alleging a "service required" code was found in the ventilator's downloaded error log. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.